Event description:
It was reported that the patient underwent an initial total ankle replacement on the right side. Subsequently, the patient experienced polyethylene wear; along with swelling and pain. CT scan showed cyst in talus and on tibia. As a result, approximately 3 years after initial replacement, the patient underwent a right ankle revision of polyethylene only, debridement of gutters, and evacuated both cysts; along with, allograft bone grafting. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
D10: 350-12-04 - tibial plate fb sz 4 rt: (B)(6), 350-02-03 - talar implant sz 3 rt: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique; however, it was reported that the patient had a reported bmi of 35 and was reported to be treated for hypertension, heart disease, and diabetes. People are generally considered obese when their body mass index (bmi) is greater than 30, and obese patients have a higher incidence of wear and loosening. A review of manufacturing data was performed and no discrepancies were found. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear. Potential contributions of user-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.